Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer awoke with a low blood glucose (bg) levels of 43mg/dl. Low bgs were treated by disconnecting from the pump.